Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer's reported issue. Exact root cause not established. It is most likely that the epc is causing the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical performed log tool analysis and confirmed the device was working normally. The root cause cannot be established. According to technical support it is most likely that the epc (embedded power pc) is causing the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced an unexpected shutdown while on a patient. The patient was transferred to another ventilator. The customer confirmed there was no patient harm associated with the reported issue.